Event description:
It was reported that the pt received a xia implant in 2000. During a regular check-up in 2004 it was noted that one of the devices had broken. A second surgery was performed and the device was removed.